Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed loose drive and unexpected restart before and after a battery change. The customer's blood glucose reading was 200 mg/dl at the time of incident. Troubleshooting found that the pump could not turn on after a battery change. Customer is on their back up plan.